Manufacturer narrative:
Evaluation of the returned pc400 embolization coil confirmed a knot. Based on the reported complaint, the root cause of this damage could not be determined. Further evaluation revealed offset coil winds throughout the length of the embolization coil. This damage was likely incidental to the reported complaint and may have occurred during manipulation against resistance, or during packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra coil 400 (pc400) and a non-penumbra microcatheter. During the procedure, while the physician advanced a pc400 into the microcatheter, the physician experienced resistance. Subsequently, part of the pc400 became stuck in the microcatheter and would not advance further. Therefore, the physician decided to remove the pc400 and noticed upon removal that there was a knot in the middle of the pc400. The procedure was completed using additional pc400s and the same microcatheter. There was no report of an adverse effect to the patient.